Manufacturer narrative:
A prepaid mailing label and shipping tube have been sent to the customer for return of the sample. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The clinician drew the patient, who was not a difficult stick, and engaged the safety by pushing the button. She heard a click and thought the retraction was complete. When disposing of the dirty needle, she was stuck in her left palm, as the needle had only retracted halfway. The injury was reported to employee health. The clinician was given a tetanus shot and was tested for (B)(6). The source patient was also tested for (B)(6). Follow-up testing for(B)(6) will be given to the clinician in 12 weeks and again in 6 months.